Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that after advancement of the prowater guide wire, the guide wire caused an abrupt closure of the vessel that was treated with the deployment of a xience v stent. Predilation was performed prior to stenting. No additional event or pt info is available.